Event description:
(B)(4) total laparoscopic hysterectomy and bilateral salpingectomy with removal of essure device. Modified richardson suspension. Enterolysis. Coagulation of endometriosis. Although the coils were still in the fallopian tupes - I suffered from severe pelvic, hip and lower back pain and bloating. The surgeon discovered endometriosis and adhesions to my colon, which he had to remove. Thanks bayer !